Event description:
It was reported that the device gives a false notification that there is air in the line. There was no patient involvement, the event occurred during testing in the workshop.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem, the air detector alarms even when the pump primed. The air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.